Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratched display window. The device also was received with cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer stated that the insulin pump had a button error alarm and she was unable to clear the alarm. The blood glucose reading was 115 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.